Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a sales representative reported via (B)(4) that an ar-9676 angled reamer was difficult to get into the ar-9597-20 angled reamer sleeve. This occurred during a reverse total shoulder procedure when the surgeon began to ream the devices eventually stopped moving. The representative had to beat the driver shaft to get it out of the reamer sleeve.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-9676 serial/batch number (B)(6) was received for investigation. Functional testing was performed with a known good ar-9597-20 angled reamer and found the devices would experience resistance when going in and out. Visual inspection noted signs of wear on both the distal and proximal end of the device. The most likely cause for the reported failure can be attributed to misuse due to a force perpendicular to the drive shaft being applied while the device is spinning. This applied force creates an excess of friction and heat that ultimately has the potential to cause the device to seize from functioning as intended. Application of this force perpendicular to the drive shaft is not needed for the device to function, nor is it recommended that the user do this during normal clinical use. When used normally, this issue is unlikely to present itself, which suggests that the handling of the device has a large impact on whether or not it will seize. For this reason, the direct cause is considered to be misuse of the device.